Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be jumping. The customer reported the battery jumped from 60% to 100% while disconnected from a power source. The customer's blood glucose was 126 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy